Event description:
The reporting facility stated, "clamping plate has cracked therefore causing movement during cat scan procedures." Additional clinical information requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.